Event description:
The ICD unit involved in this MDR report was explanted 1.5 months after implantation because a warning related to long charge time was observed upon device interrogation with the programmer; this long charge time corresponded to an automatic internal test and not to an arrhythmia episode. It should be noted that no induction test was performed at implant to check proper detection of an induced arrhythmia and proper reduction through an internal defibrillation shock.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.